Manufacturer narrative:
(B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 305109 and lot number 4212451. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that the bd needle 27x1/2 rb had leakage at the luer connection. The following information was provided by the initial reporter: material#: 305109. Batch#: 4212451. Verbatim: (B)(4) report. Incident or problem information: (B)(4) reference number (ID): (B)(4). Date of incident: (B)(6) 2025. Site name/location: (B)(4). Level of harm: no apparent harm - reached the patient/person -- inconvenient (B)(4) optional report to (B)(4) (health canada): incident details: client used 3 ml bd luer-lok syringe and bd precision glide needle tip to self-inject medication. While self-injecting, client noted that medication was leaking into luer lok hub. Writer noted that needle tip was correctly attached and secure. Assisted client in changing needle tip. Unknown small amount of medication wasted in luer-lok. Device information: device name/description: syringe luer lock tip 3ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: (B)(6). Device expiry date: 2025-10-31. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No. Investigation request: expected type of investigation: lot review.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.